Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for a verify enhanced advanced evaluation (ae) for non-obstructive urinary retention. It was reported that the trial patient thought the lead wire may be coming out. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was advised that the patient contact their clinician for the issue. Follow up information received from the patient on (B)(6) 2018 reported that the device was not working correctly as the lead wire kept moving and coming out. They had a call into their doctor. Further follow up information received on (B)(6) 2018 from the patient reported that they went to their doctor on monday to have the leads adjusted as they kept moving and coming out. There were no further complications reported or anticipated.